Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis testing. When inserting the instrument onto the test system, the robot did not detect the mcs and flashed yellow. The instrument failed the mechanical engagement sequence. Failure analysis could not perform function tests due to the primary finding of broken grip cable resulting in an instrument engagement failure. An additional related observation was identified. The instrument was found to have a broken grip cable at the grip hub location. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure (when preparing the instrument), it was noticed that the monopolar curved scissors (mcs) instrument made a bowing movement, up and down from the joint, when opening or closing the jaws. The instrument have been detached from the gate and the tracks have been manually rotated by hand. When reinserting, the robot no longer detected the mcs and flashed yellow. The site was replacing them with new mcs that work normally. The procedure was completed with no patient harm, adverse outcome, or injury reported. The issue did not cause a delay in the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. The instrument did move in the intended direction. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Failure analysis investigations could not perform the functional tests due to a broken grip cable resulting in an instrument engagement failure. The complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.